Event description:
The manufacturer received information alleging upon initial inspection of device by manufacturer field service engineer (fse), failed system setup test. There was no harm or injury reported. Manufacturer has provided a service quote for the replacement of the three-way solenoid valve and the proportional valve. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.